Event description:
Nurse called to report a hospitalization due to high blood glucose. The current blood glucose reading is 305 mg/dl. Customer's friend gave the details of hospitalization, customer unable to speak. Customer was vomiting blood. Paramedics were called to treat high blood glucose. Customer's left arm went numb and headache. Hospital is treating customer with IV drip. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.